Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a medical procedure in the supraclinoid segment of the internal carotid artery (ica) using a neuron 6f 070 delivery catheter (neuron 070). During the procedure, the physician felt resistance but was able to advance the neuron 070 and the microcatheter distal of a 360 degree loop in the patient anatomy. However, the neuron 070 was unable to stay in the target location and retracted to the carotid bulb as the microcatheter was advanced. The physician attempted to advance the neuron 070 twice, however was unsuccessful. The neuron 070 was therefore removed, and the procedure was completed using an indigo system cat5 aspiration catheter (cat5) and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the neuron 6f 070 delivery catheter (neuron 070) was kinked in multiple locations. Conclusions: evaluation of the returned device revealed that the neuron 070 was kinked in multiple locations. The distal kinks on the neuron 070 may have been a result of navigating difficulty patient anatomy. Further evaluation revealed several kinks along the length of the catheter. Based on the returned device condition of the device, these kinks were likely incidental. The non-penumbra microcatheter referred to in the complaint was not returned to penumbra for evaluation. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.